Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancet system used in finger-stick blood glucose testing protrudes out and will not retract. The location of the testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.